Event description:
It was reported that during a heavily calcified, mildly tortuous, de novo, mid, right cornary artery (rca) stenting procedure, a xience v 3.0 x 18 was deployed and a dissection occurred. Another xience v was used to treat the dissection successfully. There were no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.